Event description:
During evaluation, the force sensor pins were found to be damaged.

Manufacturer narrative:
There is no adverse associated with this complaint. The pump was returned to animas for evaluation. During evaluation, the force sensor pins were found to be damaged.